Manufacturer narrative:
Events of cardiac insufficiency and a leaflet tear were reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, coronary artery bypass grafting (CABG), ascending aortic replacement and aortic valve replacement (avr) were performed. This 23mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with pledgets. There was no significant calcification observed at the patient's native aortic annulus. On an unknown date in (B)(6) 2018, the patient presented to another hospital with cardiac insufficiency; however, the symptoms were unable to be controlled and treated with any medication. On an unknown date in (B)(6) 2018, the patient was transferred to this hospital. An echocardiogram revealed that the left coronary cusp (lcc) of this valve had torn toward the left ventricle side. On (B)(6) 2018, the patient was transferred again to yet another hospital to undergo transcatheter aortic valve implantation (tavi). On (B)(6) 2018, tavi was performed and a 26mm medtronic evolut was deployed within the 23 mm trifecta valve. As the valve replacement was not conducted by thoracotomy, this valve is unavailable for analysis and remains implanted. The surgeon attributed this incident to structural valve deterioration (svd). The patient is reported to be stable postoperatively. Patient specific information of weight is not available for this complaint.